Event description:
Patient called lfs in 2003 alleging their meter was reading inaccurately high and erratic. Meter passed precision testing and a control solution test was run and it passed. Patient also alleged that the strips used were peeling upon insertion into the meter. No serious injury or adverse event reported. Patient did visit the diabetes clinic where patient's insulin was increased due to high blood glucose readings. The test strips and meter have been replaced for the patient.